Manufacturer narrative:
A medtronic representative, following-up at the site, reported the issue occurred prior to surgery. It was noted that the fuse was blown when trying to use it for a post-op spin. Surgery proceeded without the post-op spin and the patient was having a computed tomography (CT). On 06/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. Medtronic representative replaced fuses. System performed as intended. Return requested. 2 replacement fuse 15a 250vfast were shipped to site 06/23/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system fuses blew. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system and without the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.